Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was squirting insulin out while priming the infusion set. The customer stated that the insulin pump did not detect the reservoir. The customer stated that he changed the set and was able to continue insulin pump therapy. The customer's blood glucose was unknown. The customer stated that he had gone through four infusion sets until he changed the reservoir, which resolved the issue. Advised that replacement infusion sets and a reservoir would be sent. Nothing further reported.